Event description:
It was reported the patient is deceased. It was also reported that one day post implant of the pulse generator system, the patient developed a pneumothorax. Six days after implant the patient presented to the emergency room with excruciating chest pain and was found to be in ventricular tachycardia. The patient required cardiopulmonary resuscitation and was resuscitated for sixty minutes. Additional information was requested and no other information is known at this time.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.